Event description:
The manufacturer received information that a trilogy evo ventilator was evaluated was returned to a third-party service center for completion of required maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator inoperative error code e-155 was noted in the error log indicating the machine flow sensor drift above the specification. The oxygen flow sensor was replaced to address this issue. The device failed functional testing for a failed machine flow sensor. The machine flow sensor was replaced to address this issue. The scheduled 4-year device maintenance was completed. Additional findings not related to the malfunction/issue: an event code was noted in the device log indicating the motor controller has proceeded to the shutdown state due to an error with the motor. The blower assembly was replaced to address this issue. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.